Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a pt experienced pain leading to linx device explant. Pt experienced pain in the area of the xyphoid post anti-reflux procedure and lpr symptoms. Uneventful device explant on (B)(6) 2014.